Event description:
It was reported during a device check, the programmer was unable to interrogate the device. Once the asymptomatic patient returned home, a successful merlin.net transmission was performed. The patient was scheduled for a follow-up to check for normal device function.

Event description:
New information received notes that the device was checked as scheduled and interrogated normally. There were no anomalies observed during interrogation. The patient will continue with normal follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.